Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient was powering on/priming the centrimag system, the console displayed m3, s3, and f2 alarm/alerts. Alarm/alerts were unable to be cleared. The site switched to the backup console. The system was removed from service.

Manufacturer narrative:
D4: expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of the centrimag console displaying s3, m3, and f2 alarms was confirmed via the downloaded log files; however, it was not reproduced. Data from the reported event date of 01feb2026 in the returned centrimag console log file was reviewed. On 01feb2026 at 02:16:54, the "flow below minimum: f3" alarm intermittently activated due to a sf_ifd_flow_below_min sub fault flag, the "motor disconnected:m2" alarm activated due to a sf_lmc_motor_disconnected sub fault, and the ¿system alert:s3¿ alarm activated following a sf_flow_supply_15v sub fault. At 02:17:20, the "motor alarm: m4" alarm activated due to a sf_lmc_levitation sub fault flag. These alarms resulted in flow dropping to 0 lpm. The alarms were able to be cleared shortly after activating. At 02:18:23, the "flow signal interrupted: f2" alarm activated due to a sf_flow_low_amplitude sub fault flag. There were two system shutdowns following the alarms and after starting up again on 02feb2026 at 20:13:09, the "motor disconnected:m2" and "flow signal interrupted: f2" alarms reactivated. The alarms cleared after the system was restarted again. There were no other notable alarms active in the log file. The centrimag console, serial (B)(6), was evaluated at the service depot. The console was visually inspected and was found to be in good condition. The system booted up as intended. The returned console and motor were connected to a test loop and run for several days. During this period, the console and motor functioned as intended with no atypical alarms observed. The console cover was removed, and all internals were inspected and found to be unremarkable. The reported issue could not be reproduced. The console was functionally tested and passed all tests. The unit was ready for use and was returned to the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. D) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. D) section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.